Event description:
It was reported that the patient was experiencing symptoms of diplopia, blurry vision, and weakness. Patient had intraocular lens (iol) implanted in the left optic on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Patient's previous physician (implanting physician)- dr. (B)(6), (B)(6) surgery center, (B)(6). Intraocular lens (iol); diplopia. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.